Manufacturer narrative:
The device was not returned for analysis since it was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a nonspecific product performance anomaly. Subsequently, this crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.